Event description:
Sump tube backed up and needed to be cleared through the air vent. Nursing personnel were not familiar with product or how to clear through air vent. Product was removed and replaced and 400 cc of bile was suctioned from pt. During this period, the pt's stomach became distented causing breakage of surgical sutures. Pt taken to o.r. For surgical repair.